Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed de novo lesion was located in a distal left anterior descending artery. The lesion was predilated with a 2.0x12mm apex balloon which reduced the stenosis to 70%. A 2.50x8mm taxus liberte' drug eluting stent was advanced to the lesion. The physician experienced resistance advancing to the lesion and it was thought that the stent was deployed in the lesion. While treating the proximal left anterior descending artery, the physician noticed the stent had dislodged prior to deployment and was undeployed in the distal left anterior descending artery. Another stent was deployed to crush the dislodged stent into the wall of the vessel. The procedure was completed by deploying a total of three stents. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.